Event description:
Surgeon reported that he planned to implant ceramic insert during the surgery of a male patient. On opening the direct packaging surgeon noticed that the insert is scratched. Surgeon informed that he needed to look for replacement, as he was not certain if the insert is broken or just scratched. According to surgeon, there was no identical insert of that type in consignment, therefore, he needed to choose polyethylene insert, which was implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.